Event description:
A report was received stating that during pre-use testing of a capnograph with remote alarm cable, the cable did not transfer an alarm to the nurse's station when the capnograph was forced into an alarm condition. As this occurred during testing prior to use with patient, there was no patient involvement.

Manufacturer narrative:
Manufacturer completed the entire form: one used remote alarm cable was received for evaluation. Testing of the device confirmed the cable did not transfer alarms as intended when the remote alarm system required a resistance of 4-5 ohms to register an alarm signal. Inspection of the device found an incorrect integrated circuit (ic) had been installed in the remote alarm cable at the supplier. To prevent recurrence of this issue, the printed wiring assembly (pwa) test procedure was updated to include verification of the ic. The remote cable drawings were also updated to include reference to the new test. The updated test procedure has been implemented at the supplier. Additionally, smiths medical recalled specific lots for this issue on (B)(6) 2013.